Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found a piece of the device black rod insulation was missing. The missing piece was not returned. The reported condition was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made and a full thermal effect was visually verified. The device was activated while pressing the button and with the rotation knob in various positions to detect any problematic activation issues. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications for sealing. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. An additional failure was found during the investigation; the device rod insulation was damaged and missing insulation. The reported condition was confirmed. The investigation found the device rod insulation was damaged and missing a piece of rod insulation. The damage of the rod insulation is consistent with device misuse. The investigation identified the root cause of the reported event to be user error. The IFU states, carefully insert and withdraw the instrument through the cannula to avoid damage to the device and or injury to the patient. Close jaws using device handle before insertion/extraction in the trocar. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was being used during the transverse colon resection. The device was being used for sealing and the first few seals were okay (laparoscopically), but then converted to open. When the device was used for the open procedure, the hand instrument would not seal very well. There was energy being delivered, but patient still bled. There was no re-grasp alert, but there was an end tone. Opened another hand device, but ended up just suturing it as the second hand instrument was not used. Resident with the team thought it may be the patient's anatomy as to why it wasn't sealing properly (bigger vessels). No current issues with patient.